Manufacturer narrative:
(B)(6). The device was returned and investigated on (B)(4) 2014 with the following findings: on examination, there were surface cracks on the display lens. On investigation the pump powered on with a dim, faded, discolored display screen. Adjustment of the contrast setting did not resolve the issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.